Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the vasoview hemopro 2, when an attempt was made to cauterize a branch on the radial artery, an audible tone was present, however, at no time, over multiple attempts, did the vasoview hemopro 2 cauterize. There was a second device open on the field to harvest the vein. The device shut off before 15 second activation cycle. The pre-cautery test was not performed. Power setting at 2. No procedural delay. Patient was not harmed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.